Manufacturer narrative:
Sorin group (B)(4) mfrs the 3t heater-cooler system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is on going. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the power cord of the 3t heater-cooler was charred. One of the pins had been pulled out of the plug of the power cord and was melted into the wall socket. There was no pt involvement.